Event description:
It was reported that the implantable cardiac monitor was explanted due to patient discomfort. Further information was requested, but not yet available.

Manufacturer narrative:
An adverse event without malfunction was reported. Interrogation results, visual inspection, and device testing returned no anomalies.